Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided was carefully analysed. The available impedance trends confirmed a sharp increase of pacing impedance at the end of march 2016. Furthermore the provided iegms showed the presence of noise on rv channel which led to vf detection with shock delivery, as mentioned in the complaint description. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
Ous MDR - noise was found on this lead when the patient came to the ER with complaints of shock from his ICD. This was confirmed with a device interrogation. Erratic noise on the rv lead caused over 40 inappropriate detections in the vf zone and 56 inappropriate shocks to the patient. A device trend shows a sharp rise in rv pacing impedance at the end of march. The lead was capped and will not be returned for analysis.